Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2024, a distributor reported via (B)(4) that (qty. 2) of an ar-2324bcsp swivelock, sp bc 4.75mm, during trialing, broke the self-punching peek eyelets upon insertion. The surgeon saw the eyelet breakage, removed all parts of the implants from the patient, and replaced them with an alternative anchor. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/27/2024: this was discovered during a rotator cuff repair procedure on (B)(6) 2024. There was no case delay reported. No adverse effects on the patient reported.